Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when connected to bd extension set the syringe began leaking with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (3 of 3). It was reported that the syringe was leaking upon connection to bd extension set.

Manufacturer narrative:
Investigation: two samples received for investigation. Samples are evaluated for deformation or damage, leakage with the maxzero device, and molding defects in the barrel, plunger and/or stopper. Results were satisfactory, no defect. During the tests performed on the client samples, wear and tear is observed on the syringe tip, possibly due to excessive force during the syringe connection. During the leak tests (maxzero, lloyd and iso) the results were compliant, no defect observed. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that when connected to bd extension set the syringe began leaking with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (3 of 3). It was reported that the syringe was leaking upon connection to bd extension set.